Event description:
It is reported by the patient that she underwent right total knee arthroplasty in late 2000. Subsequently, patient experienced pain and was again revised in early 2009 for polyethylene wear and a large cystic lesion involving the entire medical femoral condyle as noted in an MRI of approximately two weeks prior.

Manufacturer narrative:
Evaluation summary: without additional information such as part and lot numbers, and return of the parts, the probable cause of the complaint cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.